Event description:
Reportedly, a patient underwent a pacemaker replacement to eno dr s/n (B)(6) on (B)(6) 2020 with previous non-microport atrial and ventricular leads implanted on (B)(6) 2001. Patient has a permanent av block and he is pacemaker dependent and he has dizziness. Patient was put on a external holter on (B)(6) 2023 and several pause episodes were found. During the pacemaker follow up, several noise episodes were observed and the sensibility was reprogramed and another holter was put on the patient. On (B)(6) 2023 patient refers dizziness yet. On 1 august 2023, a pacemaker follow up was performed. There are not new ventricular pause episodes but the physician still has the suspicion that the leads are broken (atrial lead specially). The customer asks to analize the expert files in order to verify that pacemaker is working well .

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.